Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: 6.5mm low profile hex screw 25mm; cat#7030-6525; lot#y8ldr tridentii tritanium cluster48d; cat#702-04-48d ; lot#89702901a it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
I&d of a right total hip due to infection. The original hip was using a competitor stem and head. He revised just our liner and explanted the screw.